Event description:
It was reported that t:slim x2 pump battery would not charge and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed using original tandem charging cable, wall adapter, and working outlet, and after leaving pump connected for at least 30 minutes pump began charging, so no changes to charging supplies were needed and no further corrective actions were reported.